Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that a lead was showing high, out of range pacing impedances. The physician did not want to surgically abandon nor extract the lead. Additional information was asked by boston scientific technical services (ts) to the field representative, but no response was received. No adverse patient effects were reported.